Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been extremely non-complaint with anticoagulation medications. Two months post implantation of the lvad, the pt presented to the hospital with pump power spikes as high as 24 watts. The system controller was exchanged with no resolution. The pt was admitted to the hospital and inotropic cardiac support was initiated. An echocardiogram (echo) performed reportedly revealed occlusion in the device. While the pt was in the cardiovascular diagnostic laboratory (cvdl) for further eval on flow through the device, the pump reportedly stopped and subsequently, the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.